Event description:
Rotator cuff repair was completed on a patient. When drapes were removed, the patient was noted swollen from the right shoulder under breast to the center of the chest and up her neck. There was no problem with the pump during the case. Patient was taken to ICU and intubated to be monitored. Hospital biomed department tested pump and found no problems. Surgeon continued to use pump on the next case with no issues. Surgeon feels patient should make a good recovery. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. The device has been sent out to the manufacturer for evaluation. A follow up report will be submitted upon completion of the investigation.